Manufacturer narrative:
Investigation results: one hundred and eighty three sealed 30g x 8mm pen needle samples were returned from lot. No. 6272779, cat. No. 320591. Clog testing was carried out on 30 samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no issues were observed with the returned samples, therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro-fine¿ insulin pen needle leaked during use. There was no report of injury or medical interventions.